Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted valve-in-valve inside a perimount 2800 carpentier edwards valve to treat high gradient. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).